Event description:
It was reported that at 0724 a new bag of lasix was hung on the patient at 10ml/hr. The nurse chose furosemide from the drug library and started the infusion at 10ml/hr per orders. When the nurse returned at approximately 0915, the entire 100ml bag had infused, the setting was confirmed and were accurate. A medical doctor was contacted and did not have further orders, other than to hold the lasix drip for the remainder of the day. Labs were done the next morning. When wiping down the pole and pump to send to biomed it was noted that there was some liquid on the base of the pole, but likely not 100ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: manufacturing location. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a furosemide over infusion was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The administration set was tested, and no signs of free flow or other issues were observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. A review of the suspect pump module s/n 16993485 error log was performed, and no errors or anomalies were noted on the reported event date. On 28oct2025 at 6:23 am an infusion started at a rate of 10 ml/hr, concentration of 1 mg/ml and volume to be infused (vtbi) of 20 ml. A primary volume infused (pvi) of 898.361 ml was recorded from previous infusions. At 7:17 am the unit was channeled off. A pvi of 907.442 ml was recorded. At 7:26 am the unit alarmed for safety clamp open (administration set inserted) and an infusion was programmed and started for furosemide (drug ID 129) at a rate of 10 ml/hr, vtbi of 90 ml and concentration of 1 mg/ml. The pump module alarmed for occlusion on patient side and the infusion was restarted. At 9:19 am the pump module alarmed for air in line. A pvi of 926.052 ml was recorded. The infusion was restarted at 9:21 am. Between 9:23 am and 9:28 am the pump module alarmed for air in line two (2) times. The infusion was restarted and paused. The pump module was channeled off and a pvi of 926.577 ml was recorded. At 9:41 am the pump module alarmed for safety clamp open (administration set inserted). Between 10:32 am and 10:34 am the pump module was removed and added. The pump module was channeled off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The alaristm system with guardrailstm suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it can only reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported furosemide could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at 0724 a new bag of lasix was hung on the patient at 10ml/hr. The nurse chose furosemide from the drug library and started the infusion at 10ml/hr per orders. When the nurse returned at approximately 0915, the entire 100ml bag had infused, the setting was confirmed and were accurate. A medical doctor was contacted and did not have further orders, other than to hold the lasix drip for the remainder of the day. Labs were done the next morning. When wiping down the pole and pump to send to biomed it was noted that there was some liquid on the base of the pole, but likely not 100ml. There was patient involvement but no harm.